Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device observed a sterilized insect inside. There was no patient involvement and unknown patient harm reported.

Manufacturer narrative:
D4. Primary UDI number: unknown. D9. Date returned to mfg: 07-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Analysis of the returned sample revealed that the package was opened before the sample was returned for investigation. No insect found. Foreign material has been observed on the outer surface of the hub. However, due to the opened condition of the package, we are unable to confirm with confidence whether the foreign matter accidentally contaminated the product during manufacturing or after the package was opened. Review of the DHR has been performed, showing no nonconformances were raised during the production of this lot that would pertain to the reported issue. All the in-process quality control (qc) tests for any loose extraneous matter outside/inside the fluid path have been performed, with no anomalies noted. Review of the manufacturing process confirmed that the manufacturing lines are periodically cleaned. At the end of each shift the production operator responsible for the line performs a general cleaning of the line. In addition, cleaning of surfaces in direct contact with the catheter is performed once per day. A review of the complaints database has been performed showing no other complaints on the lot involved. Based on the available evidence, the customer¿s allegation of an insect inside the package is not confirmed.